Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the procedure, the subject balloon leaked when inflating at the lesion. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject balloon leaked when inflating at the lesion. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. The device was received, and the reported lot number was confirmed from the hub and from the packaging. During the visual/microscopic inspection, the balloon catheter shaft was found to be kinked/bent. There was crystalized contrast media noted within the balloon catheter. The balloon catheter was found to be damaged inside the hub inflation port. During the balloon leaked functional test, there was no balloon leakage noted; however, there was balloon catheter leakage noted due to balloon catheter damage within the inflation port of the hub. The reported balloon leak was not confirmed during the analysis, however it was noted that the catheter shaft was leaking within the inflation port of the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and there was a hole/cut noted to the catheter shaft within the inflation port of the hub, which caused leakage during inflation. There was no leak noted to the balloon. The balloon catheter shaft was also noted to be kinked. An assignable cause of not confirmed will be assigned to the as reported ¿balloon leaked during use¿, as there was no leak noted to the balloon. Based on recent investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter damage occurred through use of a needle during preparation of the device. An assignable cause of user error will be assigned to the as analyzed ¿balloon catheter damaged¿ and ¿balloon catheter hub leaked¿, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. It is probable that the balloon catheter shaft was kinked during the clinical procedure, therefore an assignable cause of procedural factors will be assigned to the as analyzed ¿balloon catheter kinked/bent¿. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.